Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was in the hospital for a routine device changeout, the lv set screw could not loosen with either a number two wrench or a lead removal tool. No confirmation if silicone was present. The physician was able to loosen the setscrew using both a number six wrench and a lead removal tool. The device was replaced. No symptoms were reported.